Event description:
Customer reported an unexpected negative reaction with 4 cell screen on the galileo with a patient sample containing anti-e.

Manufacturer narrative:
The reactivity of the e antigen was confirmed on retention capture-r ready screen(4) (crrs(4)) lot k213. The reagent was used at the time of the event. The reactivity of the e antigen was confirmed on retention panoscreen iii, lot 08289. The submitted sample, (history of anti-e), was tested by tube hemagglutination test method with retention panoscreen iii, lot 08289 using retention immuadd lot 7g5513 as the potentiator and retention anti-igg, lot mgg146-2. Sample was nonreactive with all three panoscreen cells. The returned sample (history of anti-e), was tested on our in-house galileo using retention crrs(4), lot k213. The sample was nonreactive with all four cells. The sample antibody appears to be below the level of detection for capture assays.